Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller only being able to charge from one power cable was confirmed via product testing. The heartmate 3 system controller (serial #: (B)(4)) was returned for analysis and a log file was downloaded for review spanning approximately 4 days ((B)(6) 2021, (B)(6) 2021, and (B)(6) 2021 per timestamp). Events occurring on (B)(6) 2021 are from when the dates are not properly set on the system controller, events occurring on (B)(6) 2021 are from when the system controller clock was properly set, and events occurring on (B)(6) 2021 are from product testing at abbott. From (B)(6) 2021 at 17:52:04 until the driveline was disconnected on (B)(6) 2021 at 14:29:08 there are power cable disconnect alarms on the black power cable coincident with rsoc invalid faults. These alarms did not clear. There were no other notable events in the log file. Pump operation was not affected. During product testing the system controller failed multiple stages of functional and preliminary testing. During further observation, it was seen that two of the wires inside the black power cable had no continuity and the black power cable failed insulation measurement testing as well. The power cable was stripped, and it was observed that two wires inside the black power cable were damaged. The power cables of the system controller were swapped with a working pair and the system controller was able to pass all stages of testing as expected. The system controller was able to operate on a mock loop for an extended duration after the power cable swap. The root cause of the reported event was determined to be from damage to the internal wires of the power cable. The root cause of the damage to the power cable wires was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and quality assurance specifications prior to being initially shipped on 19aug2020. Heartmate 3 instructions for use (IFU) section 8 entitled equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describe how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. The patient handbook and the instructions for use caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's back-up system controller would only charge from the black cable. The patient's backup controller was replaced.